Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made an error. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with zidimbiotic 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered from the event 29 days after the onset of peritonitis. Also 29 days after onset, the patient discontinued treatment with zidimbiotic and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.